Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was damaged while customer was attempting to remove cartridge from pump. Customer's blood glucose ranged from 120-140 mg/dl. No additional patient or event information available.